Manufacturer narrative:
Date sent: 02/21/2008. Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the staples did not form when the device was fired during the initial firing. The device was fired two more times with the same results. Another like device was used to complete the case with no pt consequence.